Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was used. The patient experienced erosion, continued pain and has had to undergo additional corrective surgeries. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to pelvic organ prolapse. The patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh removal on 01/11/2012 due to erosion of mesh, pain and recurrence. A xenform implant [boston scientific] was then implanted. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.